Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience syncope and bradycardia, below the lower rate limit. It was also reported that the right ventricular (rv) lead exhibited inconsistent capture on current electrogram (egm), with possible under-sensing also noted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.